Manufacturer narrative:
(B)(4). The pump passed the displacement test and p-cap/reservoir locked properly in place. Pump received with cracked case on the back at the battery tube area. Pump received with pillowing keypad overlay. Pump received with serial number label missing. Pump not received with original battery cap. Battery cap cracked/damaged unknown. Moisture damage was found on the electronic assembly during visual inspection. Pump error 63 alarmed during self test and confirmed in pump history with variable (03) due to broken trace at u1 keypad assembly. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had fluid in battery compartment. Customer stated battery cap was damage. Customer stated the home screen did not appear on the display. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.